Event description:
User reported they had a pt come in with a broken tracheostomy tube. Tube had been in place for three months.

Manufacturer narrative:
Results evaluations: (other) investigation: evaluation of the returned complaint sample revealed that the flange of the unit was completely separated from the tube. The flange was broken in three places. Visual examination of the flange, in the area of the breaks, did not show any thinning, voids, or deterioration of the material. The cross sectional area, at the breaks, was complete over the entire cross section. The flange material had yellowed slightly but was still flexible. A review of manufacturing records could not be performed as the user did not record the lot number of the sample. Root cause: as this tracheostomy tube was successfully used for three months, and no manufacturing related defect was found with event sample, the likely cause of this event is due to tube being used for an extended period. This report has been logged for trending.